Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose reached 270 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. The needle mechanism did not fully retract as intended during activation. For treatment, the pod was changed out.

Manufacturer narrative:
The device was returned with the cannula deployed and the needle failed to retract. Although no blood was found, the exposed needle contributed to bleeding or bruising at the infusion site. Pcoa-1350 implemented an enhancement to the vision system to catch the presence and orientation of the cannula in the slide retract. The exposed portion of the soft cannula was found torn, allowing for fluid to exit through the tear. It cannot be determined when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.